Event description:
Intuitive surgical, inc. Was advised of this event by the user facility on (B)(6) 2010 and on (B)(6) 2010, medwatch (B)(4) was received reporting the following event: it was reported that during a da vinci s prostatectomy procedure, the surgeon observed a plastic part of the tip of the permanent cautery hook instrument broke off. The pieces were retrieved and the procedure was successfully completed. There was no harm, adverse outcome or injury to the patient as a result of the instrument malfunction.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one ear of distal clevis to have broken off at its base. The clevis ear and the conductor cap were returned detached from the instrument. The extruded boss feature on yaw pulley hub is intact, but bent/deformed. Engineering has concluded that the breakage may be due to overloading the tip. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.